Manufacturer narrative:
E1.initial reporter facility name- (B)(6).

Event description:
It was reported that deflation issue occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 5.00mm/2.0cm/90cm peripheral cutting balloon was advanced without any resistance and was inflated once. However, a twist was observed near the joint part between the balloon and the shaft and when the device was removed the contrast agent remained and the balloon could not be completely deflated. The procedure was completed with this device. No patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The following attributes were examined: a visual and tactile examination identified shaft damage 70mm proximal from the distal tip. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied, and a shaft leak was noted coming out from the location of the damaged shaft. An examination of the markerbands identified no issues. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. E1.initial reporter facility name- (B)(6).

Event description:
It was reported that deflation issue occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 5.00mm/2.0cm/90cm peripheral cutting balloon was advanced without any resistance and was inflated once. However, a twist was observed near the joint part between the balloon and the shaft and when the device was removed the contrast agent remained and the balloon could not be completely deflated. The procedure was completed with this device. No patient complications reported.